Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 595mg/dl. The customer was experiencing unexplained high glucose for four days. Troubleshooting was performed. It was stated that the customer was running out of supplies since november, and the customer was not using the insulin pump at time of her admission. The caller stated that the customer did not have a back up plan and her glucose went up. No further info was provided.